Event description:
It was reported that this lead showed noise intermittently and caused v-v pacing intervals as long as 2 seconds. The lead is still in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).